Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage. A masimo sensor was used for testing in place of the customer sensor which was not returned. The device was verified to be fully functional and provided error messages when parameters were breached. The device passed all accuracy testing. Internal inspection revealed no damage or loose circuits. The pogo pins on the system circuit board were stiff, which potentially could have caused a communication error between the device and the rds. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported false positive spo2 value. The spo2 on the radical-7 was 100% however it was 86% on the rad-57. Patient was in weaning and was optically bad. No patient impact or consequences were reported.